Event description:
It was reported that after charging the battery pack for approximately 4 hrs the pack allegedly began a high pitched squealing noise. The medic began to unplug the battery pack from the charger and it allegedly exploded. A male emt allegedly fractured a thumb from the case hitting his hand and a female emt allegedly suffered a bad cough. Both were evaluated and treated at the emergency room. The battery pack was not installed in the stretcher at the time of incident. A ferno representative was onsite on (B)(6)2015 to investigate.

Manufacturer narrative:
1) root cause identified in the ferno failure investigation. The user failed to follow the written, step by step, instructions for battery installation provided with replacement batteries purchased from ferno. Objective evidence indicates the customer failed to follow the instructions and warnings provided when installing the replacement batteries in the battery pack. The sequence of events are fully documented in the attached ferno failure investigation report. No remedial action is contemplated at this time as this is a single event representing (B)(4) of the population of powerflexx devices in the field since june 1, 2006 and no other similar complaints on this issue have ever been received.. 2) the ferno decision that remedial action is not necessary for this single event is based on the attached ferno failure investigation conclusion, review of powerflexx complaint records since june 2006, and review of the instructions for installation of the batteries enclosed in the replacement battery packaging. These documents and the photographic evidence included with the ferno failure investigation has led ferno to conclude this is a single event over the last nine (9) years and no remedial action is required at this time. Ferno will continue to be vigilant in monitoring and investigating complaints and particularly any complaints related to powerflexx powerpacs and replacement battery installations. 3) no other mdrs have been required to be reported on this issue as no complaints of this nature have been received by ferno in the nine (9) years the product as been in the marketplace. There is no trend for this event or sequence of events for the inclusion of this event.